Manufacturer narrative:
According to the available information the inflatable device was implanted on (B)(6) 2017 and revised on (B)(6) 2021 due to one of the cylinders eroded out the side of the tip of patient¿s glands. Additional information received indicated that the reason for revision was due to curvature. Examination of the returned components revealed no abnormalities that would have contributed to the report of erosion. However, because examination of the returned components may not conclusively confirm or disprove the report of erosion, quality accepts the physician¿s observations of such as the reason for surgical intervention. The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device was explanted and replaced due to curvature and one of the cylinders had eroded outside of the patient.